Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that approximately two months post-operatively a patient was revised to address the fracture of an es2 augmentable hex straight rod.

Event description:
It was reported that approximately two months post-operatively a patient was revised to address the fracture of an es2 augmentable hex straight rod.